Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: please clarify what is meant by the ¿suture got cut while putting the knot.¿ was the suture cut by a surgical instrument while knotting? Did the suture fray while knotting? Did the suture break into two separate pieces while knotting? Answer: the suture got cut while the doctor pulled the suture while tying the knot. Was there any adverse patient consequence or subsequent medical/surgical intervention? Answer: the doctor had to use vicryl instead.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture got cut while tying the knot. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The opened complaint samples were returned for analysis. During visual inspection, it was found that complaint sample packs had snapped suture. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. Retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, but no such defects were observed. Retain sample packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken pieces, frays, brittleness, detached needles, but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value and extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage, tensile strength test is applicable and measurable parameter. Minimum knot pull tensile strength test value of the retain sample was found. The average knot pull and release tensile strength test values of the retain sample were found to meet the usp average tensile strength requirements. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.